Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they had a revision done on (B)(6) because the left lead "burned out." Patient "reported feeling different in (B)(6)" and they thought it was the weather, to explain why she felt different, but in (B)(6), they ¿got some readings and went every couple of weeks.¿ it was reported that "1 and 4" were working at a low output. Patient reported that when they went in to do the revision, the health care professional moved the ins around because there was scar tissue in the pocket. No further complications reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2018-nov-05, stating that they were unsure what the circumstances were that lead up to the lead burning out. They did not think the lead will be returned for analysis. No further complications reported/anticipated.